Event description:
Information received from the field does not address the patient's clinical status but notes that in the bipolar configuration, post implant lead impedances were <200 ohms with atrial loss of capture and sensing. In unipolar, capture thresholds were at 0.5 v, 0.4 ms and p-waves were at .75 mv. Unipolar atrial lead impedance was 217 ohms. The atrial channel was programmed to an output of 2.25 v, 0.4 ms and sensing was programmed to 0.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received